Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that by a technical consultant that the customer experienced low blood glucose with blood glucose below 54 mg/dl at the time of the incident. The customer was given dextrosol, food, and juice to treat. The customer experienced symptoms such as near loss of consciousness. The customer was wearing the insulin pump during the incident. The caller mentioned the customer's parent read that the pump can over deliver during flights. Troubleshooting was not completed as this was past event during a flight. The customer's parent had disconnected the pump and waited one hour into the flight before reconnecting to the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches. (B)(4).